Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was fractured approximately 69.0 and 70.0 cm from the hub and kinked approximately 151.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during removal from packaging. If the velocity is manipulated forcefully during removal from the packaging hoop, damage such as this may occur. The packaging hoop was not returned for evaluation. Velocity devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the velocity delivery microcatheter (velocity) was broken before taking it out of its packaging hoop. The broken velocity was found prior to use and was not used in the procedure. The procedure was completed using a new velocity.